Manufacturer narrative:
This is an addendum to the initial emdr to document the receipt of additional information provided via maude event report. The report contained a date of explant that was not initially reported, all other information in the report duplicates information previously received from the complainant and reported in the initial emdr. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
As reported on (B)(6) 2017 the patient underwent the repair of an abdominal ventral hernia and was implanted with a bard ventralex st hernia patch, which was fixated with unknown sutures. The contact reports that two months post implant in (B)(6) 2017 the patient developed two seroma superior to the mesh. As reported one of the seroma resolved but the other has been problematic. The patient had the seroma opened surgically which created a bigger seroma and abdominal wound; however, the mesh remains implanted and was not revised or explanted. The contact reports that the patient has undergone drainage of the seroma every week since formation by her surgeon and continues having the seroma monitored. As reported the fluid has changed from being light in color to red. As reported, the patient was told by her surgeon "that he felt the seroma formation is due to the mesh, and the sutures that were used have not dissolved." Addendum: the following was reported via maude event report (mw5073154): "reporter stated that in (B)(6), she went to the doctor and was diagnosed with two seromas. One above the mesh and the other below. Her doctor stated that these seroma will resolve by themselves. Reporter went to another doctor due to pain, difficulties breathing and inability to walk. The seroma below resolved on its own but the one above grew bigger. So the doctor drained it. The seroma grew even larger. The dr drained it again. In (B)(6), the doctor removed the seroma and discovered that the stitches used to hold mesh did not dissolve. After a week, the seroma came back larger. Dr. Drained again and pulled 5 (60ml) of dark blood. Reporter wants to go see a hernia doctor today. She stated mesh is supposed to be on recall."

Manufacturer narrative:
As reported the patient developed two post operative seroma, one of which has resolved the other has been problematic. Seroma formation is a known inherent risk of surgery, and is listed in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2016. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may be contributing to the seroma formation. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported on 01/31/2017, the patient underwent the repair of an abdominal ventral hernia and was implanted with a bard ventralex st hernia patch, which was fixated with unknown sutures. The contact reports that two months post implant in (B)(6) 2017 the patient developed two seroma superior to the mesh. As reported one of the seroma resolved but the other has been problematic. The patient had the seroma opened surgically which created a bigger seroma and abdominal wound; however, the mesh remains implanted and was not revised or explanted. The contact reports that the patient has undergone drainage of the seroma every week since formation by her surgeon and continues having the seroma monitored. As reported the fluid has changed from being light in color to red. As reported, the patient was told by her surgeon "that he felt the seroma formation is due to the mesh, and the sutures that were used have not dissolved."